Manufacturer narrative:
The complaint of no flow/ can't prime/ difficult to prime on item cl4136 cannot be confirmed by investigation since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no non conformities were found that would have led the reported condition on the complaint.

Event description:
The customer contacted the manufacturer on 09-nov-2023 and stated that no additional information was available regarding the incident and the sample was not available for evaluation.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received.

Event description:
A medsun medwatch mandatory report uf/importer report # (B)(4) was received. The incident involved an oncology kit with chemolock with red cap. Per the report, the chemolock port malfunctioned. The nurse put the 'male' piece on y-port of saline line to give 5-fluorouracil (fu) chemotherapy. The nurse was able to flush and get blood return for the first 2-3mls of the 5-fu push then met resistance and unable to get blood return. The connections were checked and no issues noted but still not working. The nurse changed the 'male' piece of chemolock port and was able to flush/get blood return. There was patient involvement but no report of patient harm.